Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization and high blood glucose. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was wearing a pod on the arm for an unknown duration of use at the time medical attention was sought on march 16, 2026. The patient reported a blood glucose level of approximately 500 mg/dl and was taken to the emergency room. The patient reported a hospital stay of two days and was discharged on march 18, 2026. The reported symptoms that prompted medical attention included dizziness, a fall to the ground, and significantly elevated blood glucose levels. The diagnosis provided at the time of medical evaluation was high blood glucose. Treatment administered by medical professionals included insulin and nausea medication. The patient confirmed the pod cannula was inserted into the skin during wear. No redness or swelling was noted at the pod site; however, the patient reported noticing insulin leaking from the pod site.